Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type catheter; product ID: 8780, serial/lot #: (B)(4), ubd: 03-n0v-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 500mcg/ml at 200mcg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018, it was reported that the patient had their pump and catheter replaced today because the patient ¿was not getting good therapy¿. It was noted that the healthcare provider had established care with this patient a couple of months ago and the patient was on a high dose. The healthcare provider had been weaning the patient down since he established care with the patient. Per the reporter, the healthcare provider did a dye study a week or two ago and was unable to aspirate. The healthcare provider continued to push the dye through and was only in the buttocks area. The pump was in the buttocks. The reporter confirmed that the dye did not go into the intrathecal space, so the healthcare provider wanted to replace the pump and catheter. When the healthcare provider opened the patient up, the catheter appeared to be torn or cut ¿just north of where the connector was¿. As the healthcare provider pulled the catheter, he could not find the rest of the catheter, so the healthcare provider decided to implant a new catheter and intentionally leave the existing catheter/anchor without tying it off. The healthcare provider did take out the part with the connector. Per the reporter at the end of the case they were able to aspirate successfully. No further complications were reported or anticipated.

Manufacturer narrative:
The patient¿s actual weight was unknown and estimated about (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative that reported the healthcare provider wasn't sure when the patient first started to experience the therapy not providing relief, it was a while ago. No further complications were reported or anticipated.